Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was elevated (value not provided) with a small amount of ketones. Insulin was delivered to address bg. Cause was not reported. Recommendation was made for the customer to discuss the event with a healthcare provider.